Manufacturer narrative:
(B)(4). A batch review could not be performed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) a clearlink duo-vent continu-flo solution set that was involved in a no flow. According to the report, the nurse was attempting to administer chemotherapy in the infusion center via a clearlink secondary medical set but after connecting to this primary set's y-site flow could not be initiated because the y-site membrane would not open. The secondary set was disconnected and subsequently reconnected and primary y-site luer membrane opened normally and flow was initiated and the infusion went on as planned. The event occurred during patient therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed nor duplicated and the assignable root cause cannot be determined. If additional information becomes available, a follow-up report will be submitted.